Event description:
Per the surgeon's report, this patient developed an inflammation and tissue granulation around the implant site. The surgeon explanted the device in 2006, and planned to reimplant new device the following month.

Manufacturer narrative:
This is a final report.